Manufacturer narrative:
Device passed the displacement test, rewind, prime test, basic occlusion test and force sensor test. Device received with high sleep current measurement due to corroded battery tube. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm and failed battery alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received failed battery test and replace battery now alarm. Customer¿s blood glucose level was high and it was 393 mg/dl. The customer had symptoms such as nausea, vomiting and treated it with syringes. Troubleshooting was not continued due to failed battery alarm. The customer states that failed battery alarm occur during normal use. Insulin pump will be returned for analysis.